Event description:
Customer reported frequent and persistent occlusion alarms. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.